Event description:
Medical center contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a trial patient experienced hardware failure. Dexcom technical support advised to call a dr.'s office.